Event description:
A customer contacted beckman coulter inc. (Bec) regarding lower than expected tsh (thyroid stimulating hormone) results below the normal reference range for two patients generated by the access 2 immunoassay system. When troubleshooting with the bec hotline, it was discovered that a tsh reagent pack was not in the designated slot on the reagent storage carousel. The erroneous results were not reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Bec cts (customer technical support) assisted the customer through disabling motors and retrieving the tsh reagent pack. The customer discarded the pack per cts's instructions. Cts also had the customer confirm using the supply inventory that all other reagent packs were loaded correctly on the instrument. The customer followed up with bec cts on (B)(4) 2011 and reported that she spoke with the laboratory technician running the instrument at the time of the incident. The customer reported that the technician stated they manually moved the reagent wheel and forced the reagent pack onto the instrument. Per customer, the technician was the one who ran the overnight specimens that generated questionable results. The customer mentioned that the technician has since been trained on proper protocol for operating the instrument and understands if she is unsure how to operate the instrument she is to call technical support. Per customer, this issue has been addressed and resolved and they will not be sending in any additional data.